Manufacturer narrative:
(B)(4). This is a report of use error - reuse of single-use product, where the home patient (hp) changed the heater bag without changing all other supplies on the homechoice (hc) in fill 1 while the hp was connected. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that during troubleshooting for the unrelated alarm the home patient (hp) had changed out the heater bag but not the other supplies in fill 1 of the therapy while the hp was connected. The technical service representative (tsr) stated that all the supplies need to be changed when starting the therapy over with new supplies. The tsr advised the hp to end the therapy and start over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.